Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a dissection occurred during the crossing of a xience v 2.5 x 15. Another stent was used to cover the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v IFU and risk assessment is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including lesion characteristics, technique, and product size. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined. There does not appear to be an indication of a product quality deficiency.